Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited loss of capture, pacing impedance measurements of 1700-1800 ohms and noise which caused an inappropriate shock.